Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday, the patient was feeling a little electrical feeling in the hand that would come and go and patient was wondering if that was related to the device. Patient decrease amplitude and thinks it got better. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed. The patient was redirected to their healthcare provider to further address the issue.